Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that, the insulin pump had partial display screen. The blood glucose was unknown at the time of the incident. Customer stated that her pump screen is "colored" and grayed out like a bad television connection just like the color had gone bad. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self-test. No missing segments/partial display or display anomaly was noted.